Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited noise. No intervention was performed. The patient was in stable condition.